Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. Device received with stained keypad overlay buttons, pillowing keypad overlay, scratched display window cover, peeling/fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated battery compartment was not corroded not damaged. Insert battery alarm did not displayed on the screen. Customer stated contacts on the battery cap are neither missing nor damaged. Display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.